Manufacturer narrative:
Patient sex not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative reported that the motions on the system were re-homed and the covers were touched up. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system made contact with a table resulting in obstructed gantry motion. The contact resulted in minor cosmetic damages to the covers of the gantry. The site was able to adjust the cover and complete the procedure. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: patient weight and gender provided.